Event description:
The facility is reporting that during an arthroscopic acl repair, the fixation screw broke apart while the surgeon was inserting it into the bone tunnel, another same type device was pressed into service, and this also broke apart. All of the fragments for both screws were removed and a 3rd same type device was used to complete the procedure successfully without further issue or harm to the pt. This added one hour to the procedure. Also see associated MDR 1221934-2010-00278.

Manufacturer narrative:
Nothing is being returned and no lot number has been supplied, which precludes conducting any root cause analysis, the procedure was extended by one hour, and it is because of this that this report is established to document the event. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.